Manufacturer narrative:
(B)(4). Physio-control provided the customer the part number for a replacement therapy connector assembly. The customer advised that they have replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device has since been returned to the end user for use. The customer also advised that they have determined which set of internal defibrillation paddles the broken pin originated from. The customer has ordered a replacement set. The device will not be returned to physio-control for evaluation.

Event description:
The customer reported that during a patient event, the customer attempted to connect their internal defibrillation paddles and noticed a broken connector pin lodged within the therapy connector assembly of their device. With the broken pin lodged, they were unable to connect the paddles for therapy delivery. The customer indicated that they were able to retrieve a backup device from another room within 30 seconds. The customer also indicated that the date of event was unknown, but was approximately one month ago. The customer was unable to provide any additional details regarding the patient event, including whether or not there were any adverse effects caused to the patient during the event.